Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 1699tc lead, implanted (B)(6) 2010.

Event description:
It was reported that the patient went into torsades de pointes and passed out while driving a vehicle. The implantable cardioverter defibrillator (ICD) was functioning as programmed and was reprogrammed to shorten ventricular fibrillation (vf) detect time. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.